Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that log files captured driveline power fault alarms beginning at 8:09 pm on (B)(6) 2025.the system controller and modular cable were exchanged, and additional log files were sent for review on 22jun2025. Log files showed that the driveline power fault alarms appeared to have cleared. It was noted that the pump speed had been turned down earlier in the week to get the patient's aortic valve to open more regularly. The patient had recovered a good amount of native function and was being considered for explant. The patient experienced low flow alarms which were suspected to be due to increased native heart function and less filling of the ventricular assist device (vad). The patient did have one transient 10-minute episode on (B)(6) 2025 of feeling nauseous/unwell during a low flow alarm, however, this resolved with rest and hydration. The driveline power fault alarms reoccurred soon after the modular cable and system controller exchange on (B)(6) 2025. The patient was admitted for further observation and x-rays were obtained to look for driveline issues. The patient was asymptomatic throughout the driveline power fault alarms. On 23jun2025, updated log files were sent due to continued driveline power faults. The log files captured further driveline power fault alarms following the equipment exchange on 21jun2025. A pump side connector cleaning was performed on (B)(6) 2025 and the driveline power fault b resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed driveline power fault alarms; however, a specific cause for the alarm could not conclusively be determined through this evaluation. The controller event log file contained events from 19jun2025 through 23jun2025. A driveline power fault alarm, associated with power b line faults (pwr_b_broken), became active on 21jun2025 at 20:09:31. The alarm persisted until the reported controller exchange at 22:59:18. A driveline power fault alarm, associated with power b line faults, then became active again on 21jun2025 at 23:31:32. The alarm persisted through the remainder of the files. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. Multiple attempts were made to obtain additional information regarding the reported events; however, no additional information was provided by the account. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas) and no further related events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline all system controller alarms as well as how to respond to each alarm condition. Section 8 of the patient handbook, ¿handling emergencies¿, lists examples of emergencies, including driveline power faults, and the recommended actions associated with these emergencies. Furthermore, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the IFU and patient handbook can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.